Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event was reported. The patient reported via social media that they had a life threatening event. Their blood sugar was reportedly 400 mg/dl during the time of the event. They stated that they have been using the dexcom for one month and "the ring broke" taking their sugar to 52 mg/dl and they were taken to the hospital. There was no patient contact information; therefore additional event details could not be obtained. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.